Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Abbreviation abfa: requested definition: definition unknown, pertains to femoral artery access. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath bent easily during insertion when using the angio-seal device. The sheath appeared crumpled at the site of the blood inlet port. The num (nursing unit manager) stated the crumple happened while trying to advance sheath/dilator over the wire into the patient's common femoral artery. The vascular surgeon noticed straight away when the issue occurred, on advancement of the dilator/sheath over the wire. There was no known affect or impact on patient. There was no equipment or other devices used with the angio-seal device. Additional information was received on 7-10-18. After abfa (left vein) and pta (percutaneous transluminal angioplasty), right leg, there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. An angiogram was performed throughout the surgery. A 6fr sheath was used, and the sheath bent. The angio-seal device was unable to be deployed, therefore another angio-seal device was used to complete hemostasis. The patient returned to the ward. Circulation observations stable to bilateral feet. Groin observations were stable, and there was small ooze present to both left and right groin on arrival to the ward. The patient was discharged.

Manufacturer narrative:
One hemostatic sheath and arteriotomy locator were returned for evaluation. A sealed polyfoil pouch with a carrier tube assembly inside was also returned. Visual inspection revealed that the hemostatic sheath was properly mated with the arteriotomy locator. There was a kink at the blood inlet holes of the hemostatic sheath approximately 0.6065" from the distal tip of the sheath. The there was no kink in the arteriotomy locator. The complaint could be confirmed. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined.